Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.